Event description:
Boston scientific received information that in (B)(6) 2011 there was an issue with bipolar pacing thus a high pacing threshold was programmed. In )b_)6_ 2012 no bi polar pacing was possible and only capture was noted in the unipolar configuration. The most recent follow up showed out of range pacing impedances and a left ventricular lead revision was planned. During the revision a lead fracture was noted. The lead was replaced and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.